Event description:
The customer's father called to report that the customer had been experiencing episodes of low blood glucose levels. Most recently, the customer was unconscious in his car, and the police had to break one of the windows to assist him. The customer has attempted to change the basal rates, but his blood glucose levels elevate when he does that. The father stated that the customer had an appointment with his doctor. The father was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.